Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return of the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the bend may occur due to leakage from the band, the port or the connector tubing."

Event description:
Event reported as by surgeon as a leak in port or tubing. Pt was complaining of poor restriction. Filled band up to 7.8cc and pt felt restriction for 12 hours, but felt less restriction later. Within two weeks, when band removed, 6.2cc saline present. The implanted device is being returned.